Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure in the mid rca. During use, the omniwire was unable to reconnect to the connector box. Upon removal, a bent wire was observed. The procedure was completed with a new wire. No patient injury reported. During the product return evaluation, a bend at the composite core was confirmed with missing material observed. This product problem is being submitted due to the missing material. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b, a5: dob, gender, and ethnicity- not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h6: the probable cause of the missing material is damage during use. Manipulation and strain associated with use can affect the integrity of the device. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.